Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device occasionally power cycled on and off. Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device's monitor board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.